Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post deployment, it was alleged that filter detached and detached strut remains in neck. The device was removed percutaneously. The patient experienced neck pain and pinching sensation; however, the current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately six days post filter deployment, the patient scheduled for filter retrieval. Using a 5-french micropuncture technique and floppy angled glide wire, the filter was retrieved successfully. One year and four months later, chest radiograph showed metallic foreign body at the level of common carotid artery. After five years and five months, chest x ray showed 1 cm linear oriented metallic density overlying the lower right anterior neck, which may represent retained foreign body. Nine days later, computed tomography (CT) scan of neck revealed that, 1.3 cm linear oriented metallic density in the right neck adjacent to the lateral margin of the common carotid artery. Portion of the density appeared to be extended into the carotid artery. The patient noticed some motion from the chest to the neck and had cough and hoarse voice. Subsequent chest x ray and a computed tomography (CT) of the neck both showed a metallic foreign body. One month later, another computed tomography (CT) of neck soft tissue 1 cm long metallic foreign body at the level of the proximal to mid right common carotid artery (c6-7 level) about 3 cm proximal to the bifurcation and 5cm distal to the clavicle. Two months later carotid artery ultrasound showed linear metallic echodensity, likely a wire, within the mid right common carotid artery measuring 1.5 cm in length and 0.04 cm in width. Eventually after five months, computed tomography (CT) demonstrated 11 mm metallic density along the wall of common carotid artery at the level of thyroid with possible intraluminal component. Therefore, the investigation is confirmed for the filter limb detachment. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 09/2011). Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Investigation summary: the device was not returned. Images were not provided. Medical records were previously provided with no identified deficiencies. Therefore, the investigation is inconclusive for limb detachment as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: precautions: the safety and effectiveness of this device has not been established for pregnancy, nor in the suprarenal placement position. A review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. It was alleged that a detached limb was identified post filter retrieval. The device was removed percutaneously. The patient experienced neck pain and pinching sensation. The current status of the patient is unknown.